Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's pacemaker was not working and would like to have a representative during ablation procedure. Boston scientific technical services (ts) reviewed previous logs. It appeared that device were replaced due to high threshold outputs. Attempts to obtain additional information was made but was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.